Event description:
Facility alleges blood leak during treatment. Rn reports leak occurred 1-2 minutes after start of dialysis. 1st use ebl > 100cc. Treatment restarted with new dialyzer; no further med intervention required.